Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This report for system error 2240 was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during initial drain. The cargiver (cg) stated that they were not sure if the home patient (hp) started initial drain without connecting. The hp was connected at the time of the alarm. The technical service representative (tsr) advised the cg to the power cycle the hc to end therapy and advised the cg to start over with new supplies. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was not used, the hp did not disconnect any time prior to the alarm, all of the bags were properly connected, there were no open clamps on any unused lines, there was not anything unusual noted about the supplies, and the supplies were not damaged by an outlet clamp. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.